Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had stuck button alarm, pump error 68 and pump error 23 alarm. Blood glucose value at the time of event was unknown. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Customer complained on november 04, 2022 insulin pump error and insulin pump alarmed stuck button. Insulin pump passed self test and displacement test, active current test, sleep current test, and self test. All buttons function properly. The p-cap/reservoir does lock properly. Insulin pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck button error alarms, insulin pump error , and insulin pump error noted during testing. Stuck button was not noted in insulin pump downloaded history event date. Verified the insulin pump alarmed insulin pump error on november 04, 2022 at time 05:36:36.000 and insulin pump error in insulin pump downloaded history on november 04, 2022 at time 05:35:18.000 due to moisture damage to the electrical board 1 and electrical board 2. Insulin pump passed the keypad voltage test. The j1 connector on electrical board 1 was locked properly during visual inspection; how ever moisture damage found on the j1 connector. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, scratched case, pillowing keypad overlay, and corroded battery tube. Insulin pump passed required testing, all buttons function properly. Stuck button alarm not confirmed. No insulin pump error and insulin pump error noted during testing and no unexpected insulin pump error and insulin pump error noted in the insulin pump downloaded history. Moisture found on the electronic assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.